Manufacturer narrative:
Concomitant medical products: product ID: neu_set_screw, serial# unknown, product type accessory; product ID 3389, serial# (B)(4), product type lead. Upon further review it was determined that this event was better reported on the set screws rather than the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_stimloc_acc: product type accessory product ID neu_set_screw: product type accessory product ID (B)(4) serial# (B)(4): product type lead: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code (B)(4) has replaced conclusion code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387, (B)(4), product type: lead, product ID: 3389, (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that when the new burr hole ring and cap was opened, the additional drilling was to make pilot holes for the cranial screws using a 1.2mm bit. The rep reported that the original 14mm burr hole was used. The rep reported that the surgeons believed the patient had very hard cranial bone leading to the fracture of the screws. The rep reported that the hcp was always "exceptionally careful not to overtighten or use excessive force when inserting the screws." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# unknown: product type accessory product ID (B)(4) lot# unknown : product type accessory product ID (B)(4) serial# (B)(4): product type lead product ID (B)(4) lot# unknown: product type accessory product ID (B)(4) lot# unknown. Product type accessory: analysis of the stimloc screw (serial # unknown) found that the screw was broken due to overtorquing analysis of the other 2 stimloc screws (serial #'s unknown) found that the screw thread was damaged: fdr code (B)(4) has been replaced with fdr codes (B)(4), (B)(4), and (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389, product type lead.

Event description:
Information was received from a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that a stimloc screw sheared off while being tightened, and the tip had broken off in the patient. A second screw had broken off when it was taken out. The third screw was also broken off while tightening. Fragments form all 3 screws remained in the patient as the surgeon did not want to drill them out since they were concerned about losing a good bone to place the burr hole ring/cap into. They noted the bone they were drilling to was hard and dense. The surgeon was able to open up a new burr hole ring and cap and drilled new holes in a similar area; this worked out fine. No patient symptoms or further complications were reported as a result of this event.